Manufacturer narrative:
Physio-control further evaluated the customers device and was able to duplicate the reported issue. Physio replaced the device's small keypad to resolve the reported issue. Further root cause was unable to be determined. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that the keypad of their device partially does not work. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control performed an initial evaluation on the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the keypad of their device partially does not work. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.